Event description:
Pt returned from a stroll with nursing. Rt went in to plug the overhead alarm into ventilator. Then noticed the ventilator sounded different and it stopped delivering a breath to the pt. The circuit was connected properly and ventilator was plugged into wall. Pt was bagged while ventilator was replaced. Pt was not harmed.